Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with glucophage (1000 mg per day), lantus (20 units per day), and novolog (6 units per breakfast, 8 units before lunch, and 6 units before dinner). The power issue began one week earlier at 8am. At the time of concern, the patient took his usual diabetes medication of glucophage (1000 mg) and novolog (6 units). Four to five days after the product issue began the patient developed symptoms of "high blood pressure and sweating." The symptoms can be suggestive of hypoglycemia. The patient denied receiving any medical intervention. During troubleshooting, the customer care advocate verified that there was no product misuse, the battery did not need to be replaced based on the information provided, and the meter did not power on with the test strip inserted and the power button. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia 4-5 days after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.